Event description:
A customer reported the laser probe output emission was low, even after the laser power was increased. The probe was exchanged to complete the case. The surgeon noted a small metal particle in the eye. The particle was not retrieved. There was no harm to the patient reported.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).